Event description:
It was reported that a physician was attempting to deploy a 2.5mm diameter x 24mm length endeavor sprint drug eluting stent to treat a lesion in a patient in the cx with stenosis, calcification and tortuosity present. It was reported that the lesion was pre-dilated but the stent couldn¿t pass the lesion. The stent was removed from the patient the stent was noted to be damaged. Force was required to advance/remove the device to/from target lesion. The procedure was completed using another endeavor stent. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed. Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, stenosis, tortuosity and calcification present). Failure to follow instructions (force used). Evaluation conclusion: unable to confirm complaint (no device or procedural images returned for review). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, stenosis, tortuosity and calcification present). Known inherent risk of procedure (failure to deliver stent and stent deformation). Failure to follow instructions (force used). (B)(4).